Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that potassium (50 ml) was initiated at an unspecified rate to infuse over 1 hr. However infused within 30 min. The event occurred in the ER. The customer confirmed that there was no patient harm. It was later reported that the event was not a flow issue however a user error, customer declining an investigation.